Event description:
It was reported that during follow-up there were noise episodes on the ventricular channel. The condition of the patient is good. The physician decided to monitor the patient.

Manufacturer narrative:
(B)(4).